Event description:
It was reported that during a gastroscopy procedure, the balloon split. A cre wg 15-18mm/240cm/5.5 f/g had been advanced through the scope. The physician attempted to advance the wire and resistance was encountered. The balloon catheter was removed from the scope and it was noticed that the balloon appeared to be "split". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.